Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available. However, per the follow-up details, the "issue with the cutter as it has been reused". Per the directions for use (dfu) the reported device is a single use device. Therefore, the root cause of the reported complaint issue is use error. The cause of the reported event is use error, therefore, specific action with regards to this complaint was not taken my the manufacturing site. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutter was not cutting, aspiration was available during cataract surgery. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).